Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 30 mg/dl with unsteadiness when standing and walking, confusion, and cognitive impairment. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly. It was reported the total daily dose basal history did not match the basal program due to known and expected reasons: cartridge changes, customer made edits to basal program. It was also reported the patient made inappropriate changes to the bolus settings and bolus type. There was no indication of a device malfunction. This complaint is being reported because the reported health event was attributed to device use error.